Event description:
When loading vessel sealer instrument into the da vinci instrument arm to use, it triggered a recoverable fault. Staff removed it from the arm and attempted to reload it a few times to no avail. Opened another one onto the sterile field and it did the same thing. Staff tried to lead it in a different arm but had the same results. The circulator then called the intuitive surgical support number. It was discovered that the erbe energy source had a red light on. Staff had to reboot the system and then the second instrument worked fine. The first instrument had been handed off of the field by then.